Event description:
It was reported that the customer experienced high blood glucose levels for two days. The customer's blood glucose was 440 mg/dl. The customer treated himself with insulin pump therapy. The customer stated that he would contact his healthcare provider to discuss a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.